Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of service department of olympus (B)(4) (oekg) and the thing that it could not be seen any abnormality and damage on the forceps elevator of the subject device, omsc surmised that the reported phenomenon was attributed to the inappropriate reprocess of the subject device by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign materials was found on groove or gap of the distal end of the subject device during the annual inspection at the service department of olympus (B)(4) (oekg). There was no report of patient injury associated with this event.